Manufacturer narrative:
The dentist office representative indicated they expected the chromic gut to absorb within 4-7 days. Chromic gut sutures generally take longer to absorb, so a plain gut suture was recommended which may be better to meet the customer's expectation. Also, it was reported that antibiotics were prescribed as a precaution due to the inflammation, however, there were no reports of infection associated with these events. This report will be updated upon the manufacturer's conclusion of this event.

Event description:
The customer reported the chromic gut suture is lasting 14 plus days in patient's mouth caused gingival inflammation and irritation (via collecting food and bacteria). Patients underwent extraction of the initial suture and were placed on antibiotics after surgery as a precaution as they do with all surgery patients.

Event description:
The customer reported the chromic gut suture is lasting 14 plus days in patient's mouth caused gingival inflammation and irritation (via collecting food and bacteria). Patients underwent extraction of the initial suture and were placed on antibiotics after surgery as a precaution as they do with all surgery patients.